Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02288. It was reported the patient began to receive inadequate stimulation after experiencing a fall. An impedance check revealed high impedance. Reprogramming resolved the issue but only for a limited time. As a result, the patient's leads were explanted and replaced. Adequate therapy was restored post-op.